Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this bioprosthetic valve, echocardiogram showed a flail leaflet due to calcification in the commissure of the left coronary and non-coronary cusps with resultant ar (aortic regurgitation). The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination showed the valve was slightly distorted; oval shaped and the stent posts were deflected. The sewing ring was removed during explant exposing the stent. All leaflets were in the closed position with wavy free margins. All leaflets were stiff but slightly flexible except where calcification and pannus were noted. Tissue deterioration due to visible calcification was observed on the right cusp adjacent to the left right commissure which would cause regurgitation. A hole/abrasion was observed on the belly of the left and right cusps which appeared to be consistent with historical findings of cusp contact with the bias cloth. There was no evidence of commissure dehiscence. The non-coronary right commissure and non-coronary left commissure were intact. Tissue deterioration due to visible calcification was observed on the left right commissure. Pannus lined the base stitching to the inflow margin of the attachment, encroaching up to 10mm on to the cusps and into the inferior coaptive areas between all cusps which would have significantly impaired the leaflet mobility and led to regurgitation. The tunica of the non-coronary cusp (inflow) was entirely covered with pannus. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography confirmed calcification at the left cusp adjacent to both the left right commissure and at the right cusp. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.